Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-04744.

Event description:
It was reported the customer had inaccurate readings with their sensor. The customer stated the readings would be 100 points off from their blood glucose. Customer reported an incident where their blood glucose was 138 mg/dl and their sensor was reading 40 mg/dl. Customer also reported experiencing a low blood glucose of 28 mg/dl. The customer declined to troubleshoot as they attributed their low blood glucose their medications. The customer also reported receiving calibration error alerts and no delivery alarms. Customer stated the no delivery alarm was resolved with a complete set change. No additional information provided.